Event description:
It was reported that during a ptca procedure in an in-stent restenosis of the proximal "lad", and a "cto" of the mid lad, the lesion was predilated with a 2.0 balloon. The flexi-cut was advanced to the lmt. Ten cuts were made at a maximum pressure of 20psi. It was noticed that the cutter movement was getting worse, and the flexi-cut was stuck on the flexi-wire, so they were removed as a single unit. Upon inspection after removal, he found the tip of the guide wire was separated. An attempt was made to retrieve the separated tip with a snare wire, but it was unsuccessful.